Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a drawer failure due to a faulty drawer controller board. A field service engineer replaced the drawer controller and module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system drawers failed. The customer stated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.